Event description:
Was admitted to the hospital after getting very dizzy. The philips CPAP machine has been recalled and I don't know if my condition was caused by the recalled product. FDA safety report ID # (B)(4).